Manufacturer narrative:
Device evaluated by MFR:a promus premier select 32 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage proximally with struts lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent od (outer diameter) was measured an was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 10/15/2021. It was reported that the device was unable to cross the lesion. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the femoral artery. The 45% stenosed, moderately tortuous and mildly calcified left anterior descending artery. This 32 x 3.00 promus premier select device was selected, but the device was not able to pass through the lesion. The procedure was completed with another of the same device. No patient complication were reported and the patient status is stable. However, device analysis identified stent damage.